Manufacturer narrative:
The device was returned due to a diagnostic anomaly. A longevity calculation was performed based on the programmed settings and usage data. The calculation showed the battery depletion was normal. However, it was found that the longevity estimate given to the field by the programmer was incorrect; this should not be seen as a device malfunction. The device was at the elective replacement interval (eri) when received. The root cause for the inconsistent remaining longevity estimate near eri could not be conclusively determined.

Event description:
New information received notes that a new device was implanted. The patient's condition was fine after the procedure.

Event description:
It was reported that vibratory alert possibly due to premature battery depletion was observed on the device. During the last routine check on (B)(6) 2021, the device longevity was four months remaining. It was mentioned that the device battery dropped to eri a few months before the schedule. The patient was stable at this time. The device was explanted. The patient's condition after the procedure was not known.